Event description:
A caller reported a cartridge alarm related to their previous tandem pump, though the specific alarm number could not be determined as the issue occurred about a year ago. The customer's blood glucose level reached 550 mg/dl due to the issue. To address the high blood glucose level, the customer administered a correction bolus using the pump and did not require assistance from a third party. The issue did not occur during the load process. As a resolution, technical support sent a goodwill order of ten cartridges, and no further assistance was requested.